Manufacturer narrative:
Other device used: catalog #00992202013, extended offset stem, lot #61709537. Visual inspection of the returned femoral head shows dark debris on the taper. It has also been noted that there is discoloration on the surface of the device. Dimensions were found confirming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. The xl body has not been returned for review and it is unknown if corrosion is present on the taper of the body. Sem images confirm the presence of dark debris on the head taper. Eds analysis of the dark debris on the head taper indicated the elements c, o, al, si, p, ti, cr, co, and mo. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combination. Based on the information provided the likely cause for the patient's pain is corrosion. A definitive root cause for the corrosion cannot be determined with the information provided. These devices are used for treatment.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete. H3 other text : 81

Event description:
It is reported that a patient was revised due to high ion levels.